Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement. A review of the shock impedance trend shows that the impedance has been gradually increasing and has reached a high measurement of 123 ohms. It was noted that the patient successfully sent a remote patient-initiated interrogation of their defibrillator device to their following clinic and the patient was referred to the clinic for further review. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement. A review of the shock impedance trend shows that the impedance has been gradually increasing and has reached a high measurement of 123 ohms. It was noted that the patient successfully sent a remote patient-initiated interrogation of their defibrillator device to their following clinic and the patient was referred to the clinic for further review. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a boston scientific field representative subsequently contacted boston scientific technical services (ts) more than four years after the report of the initial high out of range rv lead shock impedance measurement to discuss the current status of the shock impedances. Ts reviewed the shock impedance trend data and noted that it has continued to gradually rise since the initial high out of range measurement and has been stable in the 150 ohms to 160 ohms range over the past year. It was noted that the defibrillator system last delivered a shock before the first high out of range measurement with an associated shock impedance of 75 ohms. The field representative discussed the situation with the following physician, and it was decided that the patient would be given a lifevest to wear, and they would be scheduled for a rv lead replacement in the near future, though no date has been set yet. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement. A review of the shock impedance trend shows that the impedance has been gradually increasing and has reached a high measurement of 123 ohms. It was noted that the patient successfully sent a remote patient-initiated interrogation of their defibrillator device to their following clinic and the patient was referred to the clinic for further review. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a boston scientific field representative subsequently contacted boston scientific technical services (ts) more than four years after the report of the initial high out of range rv lead shock impedance measurement to discuss the current status of the shock impedances. Ts reviewed the shock impedance trend data and noted that it has continued to gradually rise since the initial high out of range measurement and has been stable in the 150 ohms to 160 ohms range over the past year. It was noted that the defibrillator system last delivered a shock before the first high out of range measurement with an associated shock impedance of 75 ohms. The field representative discussed the situation with the following physician, and it was decided that the patient would be given a lifevest to wear, and they would be scheduled for a rv lead replacement in the near future, though no date has been set yet. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.